Event description:
While the operator was using the genltle yag laser, the laser energy delivery fiber broke. This resulted in emitting laser energy causing a spot of the operator's pants to catch fire.